Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated. It was recommended that the main board be replaced to remedy the report. However, the customer declined repair and the device will be returned unrepaired and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during shift check, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.